Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2147 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same patient.

Event description:
It was reported via ms&s "patient's husband requesting troubleshooting for his wife's powermidline (ref p4154108d, lot#reet2147) that he believes is occluded. He flushes her port with 10ml of saline every 8 hours before and after she receives her meropenem antibiotic IV infusions. He has been feeling resistance for the past 3 days when trying to flush her catheter. States he left the purple clip on the catheter tubing open and there is a "one-way valve" piece on the end. Ms&s response: "informed per the powermidline IFU, "flush each lumen of the catheter with 10 ml of sterile saline every 12 hours or after each use. In addition, lock each lumen of the catheter with sterile saline". For occluded or partially occluded catheter, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a de-clotting. Procedure per institution protocol may be appropriate". Informed we recommend no longer flushing her catheter and recommend contacting his wife's doctor to alert them of the difficulty he is having with flushing her catheter. Also, recommend to close purple clamp on the catheter line when not in use." Additional information received (B)(6) 2021 patient harm? "Required to go to the ER for resolution. Age: (B)(6) weight: (B)(6) lbs. Treated for uti. No infectious disease."